Event description:
A malfunction alarm was reported, identified by the code "malf 1", and the fault ID was available as 0x279f. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent, after advising the customer on how to put the old pump into storage mode and the steps to follow upon receiving the new pump. The customer was instructed to return the problematic pump using the provided return box and pre-paid label within ten days.